Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / migration/ migration of essure device location of device: uterus"), pelvic inflammatory disease ("pelvic inflammatory disease"), ectopic pregnancy with contraceptive device ("post implant pregnancy / miscarriage / pregnancy (ectopic)"), rectal haemorrhage ("rectal bleeding") and pyelonephritis ("pyelonephritis") in a 24-year-old female patient (gravida 4, para 3) who had essure (ess205) (batch no. 509795, 509407) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2003, (B)(6) 2004, (B)(6) 2006.), irritable bowel syndrome and d & c. Concurrent conditions included galactorrhea, menstrual disorder, overweight, ovarian cyst, skin lesion, rectal bleeding, vaginal pain, umbilical hernia, numbness in leg, pain chest, muscle ache, urinary tract pain, stools hard, melena, hematochezia, anal hemorrhage, diarrhea, anemia sickle cell, peripheral swelling, skin dry, obesity, stress incontinence, ovarian pain, uterine prolapse, hemoptysis, muscle spasm and rhinitis. Concomitant products included ibuprofen, ibuprofen (motrin), levofloxacin (levaquin), medroxyprogesterone acetate (depo-provera), methotrexate, nsaid's, paracetamol (acetaminophen) and vicodin. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, 1 year 8 months after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2008, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced rectal haemorrhage (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced urinary tract infection ("uti") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2014, the patient experienced pyelonephritis (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient's last menstrual period was on (B)(6) 2008 and estimated date of delivery was (B)(6) 2008. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic inflammatory disease, ectopic pregnancy with contraceptive device, rectal haemorrhage, menstrual disorder, vaginal haemorrhage, urinary tract infection, pyelonephritis, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the menorrhagia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic inflammatory disease, pyelonephritis, rectal haemorrhage, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were 3 trailing coils present on the right side ostia.essure device did not disengage from the micro-insert appropriately and there were too many trailing coils in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Pregnancy test - on (B)(6) 2008: positive. From mr ((B)(6) 2008): there was no ectopic pregnancy; instead, we discovered probably an incomplete ab. On 31-mar-2008: pathology report preoperative dx: positive pregnancy test. Postoperative dx: pending. Clinical diagnosis: possible ectopic pregnancy. Clinical information: positive pregnancy test. On 16-apr-2014: surgical pathology report: gross description: patients specimen labelled as peritoneal essure, consists of piece of metal with attached fibroadipose tissue. Final pathology diagnosis: uterus: hysterectomy. Concerning the injuries in this case, the following ones were described in patient's medical record: urinary tract infection, pyelonephritis, uterine perforation, rectal haemorrhage, menorrhagia. Batch number: 509407 exp date: dec-2007 man date: jan-2006; batch number: 509795 exp date: jan-2008 man date: feb-2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / migration/ migration of essure device location of device: uterus"), device dislocation ("left essure had migrated within the peritoneum adjacent to the tube"), pelvic inflammatory disease ("pelvic inflammatory disease"), ectopic pregnancy with contraceptive device ("post implant pregnansy / miscarriage / pregnancy (ectopic)"), rectal haemorrhage ("rectal bleeding"), genital haemorrhage ("abnormal bleeding") and pyelonephritis ("pyelonephritis") in a 24-year-old female patient who had essure (ess205) (batch no. 509795, 509407) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 2003, (B)(6) 2004,(B)(6) 2006.), irritable bowel syndrome and d & c. From mr ((B)(6) 2008): there was no ectopic pregnancy; instead, we discovered probably an incomplete ab. On (B)(6) 2008: pathology report preoperative dx: positive pregnancy test. Postoperative dx: pending. Clinical diagnosis: possible ectopic pregnancy. Clinical information: positive pregnancy test. On (B)(6) 2014: surgical pathology report: gross description: patients specimen labelled as peritoneal essure, consists of piece of metal with attached fibroadipose tissue. Final pathology diagnosis: uterus: hysterectomy. Concurrent conditions included galactorrhea, menstrual disorder, overweight, ovarian cyst, skin lesion, rectal bleeding, vaginal pain, umbilical hernia, numbness in leg, pain chest, muscle ache, urinary tract pain, stools hard, melena, hematochezia, anal hemorrhage, diarrhea, anemia sickle cell, peripheral swelling, skin dry, obesity, stress incontinence, ovarian pain, uterine prolapse, hemoptysis, muscle spasm and rhinitis. Concomitant products included hydrocodone bitartrate;paracetamol (lortab) from (B)(6) 2014, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ibuprofen (motrin), levofloxacin (levaquin), medroxyprogesterone acetate (depo-provera), methotrexate, nsaids from (B)(6) 2008 to (B)(6) 2014, ondansetron (zofran) from (B)(6) 2014, paracetamol (acetaminophen) from (B)(6) 2008 to (B)(6) 2014, promethazine from (B)(6) 2014 and zolpidem tartrate (ambien) from (B)(6) 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 1 year 8 months after insertion of essure (ess205). In 2008, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced rectal haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("uti") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2014, the patient experienced pyelonephritis (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, pelvic inflammatory disease, ectopic pregnancy with contraceptive device, rectal haemorrhage, pyelonephritis, menstrual disorder, vaginal haemorrhage, urinary tract infection, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the genital haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period was on (B)(6) 2008 and estimated date of delivery was (B)(6) 2008. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic inflammatory disease, pyelonephritis, rectal haemorrhage, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were 3 trailing coils present on the right side ostia.essure device did not disengage from the micro-insert appropriately and there were too many trailing coils in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: essure device was successfully occluded. Pregnancy test - on (B)(6) 2008: results: positive. Concerning the injuries in this case, the following ones were described in patient's medical record: urinary tract infection, pyelonephritis, uterine perforation, rectal haemorrhage, menorrhagia batch number: 509407 exp date: dec-2007 man date: jan-2006 , batch number: 509795 exp date: jan-2008 man date: feb-2006 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2019: event "left essure had migrated within the peritoneum adjacent to the tube" added from pfs. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / migration/ migration of essure device location of device: uterus"), pelvic inflammatory disease ("pelvic inflammatory disease"), ectopic pregnancy with contraceptive device ("post implant pregnancy / miscarriage / pregnancy (ectopic)"), rectal haemorrhage ("rectal bleeding"), genital haemorrhage ("abnormal bleeding") and pyelonephritis ("pyelonephritis") in a 24-year-old female patient (gravida 4, para 3) who had essure (ess205) (batch no. 509795, 509407) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2003, (B)(6) 2004, (B)(6) 2006.), irritable bowel syndrome and d & c. Concurrent conditions included galactorrhea, menstrual disorder, overweight, ovarian cyst, skin lesion, rectal bleeding, vaginal pain, umbilical hernia, numbness in leg, pain chest, muscle ache, urinary tract pain, stools hard, melena, hematochezia, anal hemorrhage, diarrhea, anemia sickle cell, peripheral swelling, skin dry, obesity, stress incontinence, ovarian pain, uterine prolapse, hemoptysis, muscle spasm and rhinitis. Concomitant products included ibuprofen, ibuprofen (motrin), levofloxacin (levaquin), medroxyprogesterone acetate (depo-provera), methotrexate, nsaid's from (B)(6) 2008 to (B)(6) 2014, ondansetron (zofran) from (B)(6) 2014, paracetamol (acetaminophen) from (B)(6) 2008 to (B)(6) 2014, promethazine from (B)(6) 2014, vicodin, vicodin (lortab) from (B)(6) 2014 and zolpidem tartrate (ambien) from (B)(6) 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, 1 year 8 months after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2008, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced rectal haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("uti") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2014, the patient experienced pyelonephritis (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient's last menstrual period was on (B)(6) 2008 and estimated date of delivery was (B)(6) 2008. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic inflammatory disease, ectopic pregnancy with contraceptive device, rectal haemorrhage, pyelonephritis, menstrual disorder, vaginal haemorrhage, urinary tract infection, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the genital haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic inflammatory disease, pyelonephritis, rectal haemorrhage, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were 3 trailing coils present on the right side ostia. Essure device did not disengage from the micro-insert appropriately and there were too many trailing coils in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Pregnancy test - on (B)(6) 2008: positive. From mr ((B)(6) 2008): there was no ectopic pregnancy; instead, we discovered probably an incomplete ab. On (B)(6) 2008: pathology report. Preoperative dx: positive pregnancy test. Postoperative dx: pending. Clinical diagnosis: possible ectopic pregnancy. Clinical information: positive pregnancy test. On (B)(6) 2014: surgical pathology report: gross description: patients specimen labelled as peritoneal essure, consists of piece of metal with attached fibroadipose tissue. Final pathology diagnosis: uterus: hysterectomy. Concerning the injuries in this case, the following ones were described in patient's medical record: urinary tract infection, pyelonephritis, uterine perforation, rectal haemorrhage, menorrhagia batch number: 509407, exp date: dec-2007, man date: jan-2006. Batch number: 509795, exp date: jan-2008, man date: feb-2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: pfs received - new event "abnormal bleeding" was added. Concomitant medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / migration/ migration of essure device location of device: uterus"), pelvic inflammatory disease ("pelvic inflammatory disease"), ectopic pregnancy with contraceptive device ("post implant pregnansy / miscarriage / pregnancy (ectopic)"), rectal haemorrhage ("rectal bleeding") and pyelonephritis ("pyelonephritis") in a 24-year-old female patient (gravida 4, para 3) who had essure (ess205) (batch no. 509795, 509407) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (B)(6) 2003, (B)(6) 2004,(B)(6) 2006.), irritable bowel syndrome and d & c. Concurrent conditions included galactorrhea, menstrual disorder, overweight, ovarian cyst, skin lesion, rectal bleeding, vaginal pain, umbilical hernia, numbness in leg, pain chest, muscle ache, urinary tract pain, stools hard, melena, hematochezia, anal hemorrhage, diarrhea, anemia sickle cell, peripheral swelling, skin dry, obesity, stress incontinence, ovarian pain, uterine prolapse, hemoptysis, muscle spasm and rhinitis. Concomitant products included ibuprofen, ibuprofen (motrin), levofloxacin (levaquin), medroxyprogesterone acetate (depo-provera), methotrexate, nsaid's, paracetamol (acetaminophen) and vicodin. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, 1 year 8 months after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2008, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced rectal haemorrhage (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced urinary tract infection ("uti") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2014, the patient experienced pyelonephritis (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient's last menstrual period was on (B)(6) 2008 and estimated date of delivery was (B)(6) 2008. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic inflammatory disease, ectopic pregnancy with contraceptive device, rectal haemorrhage, menstrual disorder, vaginal haemorrhage, urinary tract infection, pyelonephritis, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the menorrhagia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic inflammatory disease, pyelonephritis, rectal haemorrhage, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were 3 trailing coils present on the right side ostia.essure device did not disengage from the micro-insert appropriately and there were too many trailing coils in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Pregnancy test - on (B)(6) 2008: positive. From mr (B)(6) 2008): there was no ectopic pregnancy; instead, we discovered probably an incomplete ab. On (B)(6) 2008: pathology report preoperative dx: positive pregnancy test. Postoperative dx: pending. Clinical diagnosis: possible ectopic pregnancy. Clinical information: positive pregnancy test. On (B)(6) 2014: surgical pathology report: gross description: patients specimen labelled as peritoneal essure, consists of piece of metal with attached fibroadipose tissue. Final pathology diagnosis: uterus: hysterectomy. Concerning the injuries in this case, the following ones were described in patient's medical record: urinary tract infection, pyelonephritis, uterine perforation, rectal haemorrhage, menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Event added: abnormal bleeding (vaginal, menorrhagia), uti, pyelonephritis,depression, mental anguish, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), rectal bleeding, pelvic inflammatory disease. Previous event device migration updated and clubbed with uterine perforation. Previous events pregnancy and spontaneous abortion updated to ectopic pregnancy (clearly stated only one pregnancy occurred after essure was inserted). Concomitant and historical conditions were added. Lot no was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration/ migration of essure device location of device: uterus'), ectopic pregnancy with contraceptive device ('post implant pregnansy / miscarriage / pregnancy (ectopic)'), device dislocation ('left essure had migrated within the peritoneum adjacent to the tube') and pyelonephritis ('pyelonephritis') in a 24-year-old female patient who had essure (ess205) (batch no. 509795, 509407) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 2003, (B)(6) 2004, (B)(6) 2006), irritable bowel syndrome and d & c. From mr ((B)(6) 2008): there was no ectopic pregnancy; instead, we discovered probably an incomplete ab. On (B)(6) 2008: pathology report, preoperative dx: positive pregnancy test. Postoperative dx: pending. Clinical diagnosis: possible ectopic pregnancy. Clinical information: positive pregnancy test. On (B)(6) 2014: surgical pathology report: gross description: patients specimen labelled as peritoneal essure, consists of piece of metal with attached fibroadipose tissue. Final pathology diagnosis: uterus: hysterectomy. Concurrent conditions included galactorrhea, menstrual disorder, overweight, ovarian cyst, skin lesion, rectal bleeding, vaginal pain, umbilical hernia, numbness in leg, pain chest, muscle ache, urinary tract pain, stools hard, melena, hematochezia, anal hemorrhage, diarrhea, anemia sickle cell, peripheral swelling, skin dry, obesity, stress incontinence, ovarian pain, uterine prolapse, hemoptysis, muscle spasm and rhinitis. Concomitant products included hydrocodone bitartrate; paracetamol (lortab) from (B)(6) 2014 to (B)(6) 2014, hydrocodone bitartrate; paracetamol (vicodin), ibuprofen, ibuprofen (motrin), levofloxacin (levaquin), medroxyprogesterone acetate (depo-provera), methotrexate, nsaids from (B)(6) 2008 to (B)(6) 2014, ondansetron (zofran) from (B)(6) 2014 to (B)(6) 2014, paracetamol (acetaminophen) from (B)(6) 2008 to (B)(6) 2014, promethazine from (B)(6) 2014 to (B)(6) 2014 and zolpidem tartrate (ambien) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 1 year 8 months after insertion of essure (ess205). In 2008, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced rectal haemorrhage ("rectal bleeding"), genital haemorrhage ("abnormal bleeding"), urinary tract infection ("uti") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced pyelonephritis (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease ("pelvic inflammatory disease"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication."). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, device dislocation, pelvic inflammatory disease, rectal haemorrhage, pyelonephritis, menstrual disorder, vaginal haemorrhage, urinary tract infection, depression, anxiety, dysmenorrhoea, dyspareunia, abdominal pain and post procedural complication outcome was unknown and the genital haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period was on (B)(6) 2008 and estimated date of delivery was (B)(6) 2008. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic inflammatory disease, post procedural complication, pyelonephritis, rectal haemorrhage, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were 3 trailing coils present on the right side ostia. Essure device did not disengage from the micro-insert appropriately and there were too many trailing coils in the uterine cavity. Received treatment for pain, bleeding, migration, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: essure device was successfully occluded. Pregnancy test - on (B)(6) 2008: results: positive. Concerning the injuries in this case, the following ones were described in patient's medical record: urinary tract infection, pyelonephritis, uterine perforation, rectal haemorrhage, menorrhagia batch number: 509407, exp date: dec-2007, man date: jan-2006. Batch number: 509795, exp date: jan-2008, man date: feb-2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received- new events abdominal pain, post procedural complication. Were added. Reporters were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration/ migration of essure device location of device: uterus'), ectopic pregnancy with contraceptive device ('post implant pregnansy / miscarriage / pregnancy (ectopic)'), device dislocation ('left essure had migrated within the peritoneum adjacent to the tube'), pelvic inflammatory disease ('pelvic inflammatory disease') and pyelonephritis ('pyelonephritis') in a 24-year-old female patient who had essure (ess205) (batch no. 509795, 509407) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 2003, (B)(6) 2004, (B)(6) 2006.), irritable bowel syndrome and d & c. From mr ((B)(6) 2008): there was no ectopic pregnancy; instead, we discovered probably an incomplete ab. On (B)(6) 2008: pathology report preoperative dx: positive pregnancy test. Postoperative dx: pending. Clinical diagnosis: possible ectopic pregnancy. Clinical information: positive pregnancy test. On (B)(6) 2014: surgical pathology report: gross description: patients specimen labelled as peritoneal essure, consists of piece of metal with attached fibroadipose tissue. Final pathology diagnosis: uterus: hysterectomy. Concurrent conditions included galactorrhea, menstrual disorder, overweight, ovarian cyst, skin lesion, rectal bleeding, vaginal pain, umbilical hernia, numbness in leg, pain chest, muscle ache, urinary tract pain, stools hard, melena, hematochezia, anal hemorrhage, diarrhea, anemia sickle cell, peripheral swelling, skin dry, obesity, stress incontinence, ovarian pain, uterine prolapse, hemoptysis, muscle spasm and rhinitis. Concomitant products included hydrocodone bitartrate;paracetamol (lortab) from (B)(6) 2014 to (B)(6) 2014, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ibuprofen (motrin), levofloxacin (levaquin), medroxyprogesterone acetate (depo-provera), methotrexate, nsaids from (B)(6) 2008 to (B)(6) 2014, ondansetron (zofran) from (B)(6) 2014 to (B)(6) 2014, paracetamol (acetaminophen) from (B)(6) 2008 to (B)(6) 2014, promethazine from (B)(6) 2014 to (B)(6) 2014 and zolpidem tartrate (ambien) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 1 year 8 months after insertion of essure (ess205). In 2008, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced rectal haemorrhage ("rectal bleeding"), genital haemorrhage ("abnormal bleeding"), urinary tract infection ("uti") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2014, the patient experienced pyelonephritis (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), post procedural complication ("post procedural complication."), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, device dislocation, pelvic inflammatory disease, rectal haemorrhage, pyelonephritis, menstrual disorder, vaginal haemorrhage, urinary tract infection, depression, anxiety, dysmenorrhoea, dyspareunia, abdominal pain and post procedural complication outcome was unknown and the genital haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period was on (B)(6) 2008 and estimated date of delivery was (B)(6) 2008. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic inflammatory disease, post procedural complication, pyelonephritis, rectal haemorrhage, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were 3 trailing coils present on the right side ostia.essure device did not disengage from the micro-insert appropriately and there were too many trailing coils in the uterine cavity. Received treatment for pain, bleeding, migration, bladder/urinary problem, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: essure device was successfully occluded. Pregnancy test - on (B)(6) 2008: results: positive. Concerning the injuries in this case, the following ones were described in patient's medical record: urinary tract infection, pyelonephritis, uterine perforation, rectal haemorrhage, menorrhagia batch number: 509407 exp date: dec-2007 man date: jan-2006. Batch number: 509795 exp date: jan-2008 man date: feb-2006. Lot number:509407 manufacturing date: 2006-01 expiration date:2007-12. Lot number:509795 manufacturing date:2006-02 expiration date:2008-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration/ migration of essure device location of device: uterus'), ectopic pregnancy with contraceptive device ('post implant pregnansy / miscarriage / pregnancy (ectopic)'), device dislocation ('left essure had migrated within the peritoneum adjacent to the tube'), pelvic inflammatory disease ('pelvic inflammatory disease') and pyelonephritis ('pyelonephritis') in a 24-year-old female patient who had essure (ess205) (batch no. 509795, 509407) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 2003, (B)(6) 2004, (B)(6) 2006.), irritable bowel syndrome and d & c. From mr ((B)(6) 2008): there was no ectopic pregnancy; instead, we discovered probably an incomplete ab. On (B)(6) 2008: pathology report preoperative dx: positive pregnancy test. Postoperative dx: pending. Clinical diagnosis: possible ectopic pregnancy. Clinical information: positive pregnancy test. On (B)(6) 2014: surgical pathology report: gross description: patients specimen labelled as peritoneal essure, consists of piece of metal with attached fibroadipose tissue. Final pathology diagnosis: uterus: hysterectomy. Concurrent conditions included galactorrhea, menstrual disorder, overweight, ovarian cyst, skin lesion, rectal bleeding, vaginal pain, umbilical hernia, numbness in leg, pain chest, muscle ache, urinary tract pain, stools hard, melena, hematochezia, anal hemorrhage, diarrhea, anemia sickle cell, peripheral swelling, skin dry, obesity, stress incontinence, ovarian pain, uterine prolapse, hemoptysis, muscle spasm and rhinitis. Concomitant products included hydrocodone bitartrate;paracetamol (lortab) from (B)(6) 2014 to (B)(6) 2014, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ibuprofen (motrin), levofloxacin (levaquin), medroxyprogesterone acetate (depo-provera), methotrexate, nsaids from (B)(6) 2008 to (B)(6) 2014, ondansetron (zofran) from (B)(6) 2014 to (B)(6) 2014, paracetamol (acetaminophen) from (B)(6) 2008 to (B)(6) 2014, promethazine from (B)(6) 2014 to (B)(6) 2014 and zolpidem tartrate (ambien) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 1 year 8 months after insertion of essure (ess205). In 2008, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced rectal haemorrhage ("rectal bleeding"), genital haemorrhage ("abnormal bleeding"), urinary tract infection ("uti") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2014, the patient experienced pyelonephritis (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), post procedural complication ("post procedural complication."), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, device dislocation, pelvic inflammatory disease, rectal haemorrhage, pyelonephritis, menstrual disorder, vaginal haemorrhage, urinary tract infection, depression, anxiety, dysmenorrhoea, dyspareunia, abdominal pain and post procedural complication outcome was unknown and the genital haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period was on (B)(6) 2008 and estimated date of delivery was (B)(6) 2008. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic inflammatory disease, post procedural complication, pyelonephritis, rectal haemorrhage, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were 3 trailing coils present on the right side ostia.essure device did not disengage from the micro-insert appropriately and there were too many trailing coils in the uterine cavity. Received treatment for pain, bleeding, migration, bladder/urinary problem, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: essure device was successfully occluded. Pregnancy test - on (B)(6) 2008: results: positive. Concerning the injuries in this case, the following ones were described in patient's medical record: urinary tract infection, pyelonephritis, uterine perforation, rectal haemorrhage, menorrhagia. Batch number: 509407 exp date: dec-2007 man date: jan-2006. Batch number: 509795 exp date: jan-2008 man date: feb-2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: events- bladder problems, urinary problems added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("post implant pregnancy") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (underwent hysterectomy due to complications from the essure device) and surgery (hysterectomy). At the time of the report, the uterine perforation, device dislocation, abortion spontaneous, pregnancy with contraceptive device and menstrual disorder outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, menstrual disorder, pregnancy with contraceptive device and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.